Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1075510, medical device expiration date: 2024-02-29, device manufacture date: 2021-03-16, medical device lot #: 1075605, medical device expiration date: 2024-02-29, device manufacture date: 2021-03-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 10 ml bd posiflush¿ normal saline syringes experienced stopper separation from the plunger. The following information was provided by the initial reporter: material no.: 306547 batch no.: 1075510, 1075605. I am having multiple issues at a lab site in. Like over 20. It¿s an acl lab site. At first they only reported issues with lot #1075510, and they did send samples back. We are waiting on qa testing. Then we pulled that lot number at the site. About 622 each. However, today I received a report that now lot #1075605 they are having issues with. 3 so far. I even went to the site to hear what is happening. This only occurs with ports, not piccs. This is an oncology clinic lab setting. When staff are attempting to draw blood from a port (bd bard power ports) the practice is to flush 10 cc and then pull back 10 cc as their waste in the syringe. Occasionally what happens is the black plunger becomes unscrewed from the plastic clear rod and they have to screw it back. Some at the site claim the black plunger and rod detached and pop up of the syringe because they are attempting to get access difficult ports which can sometime create that tension/pressure. One staff member said out of habit now before flush and drawing they like to tighten the connection by turning to the right in avoid of avoiding the black plunger and rod from being detached. After they complete the draw they flush with 20 ml, and cap with a heparin solution I assume.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 306547 and lot numbers 1075605 ans 1075510. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 4 10 ml bd posiflush¿ normal saline syringes experienced stopper separation from the plunger. The following information was provided by the initial reporter: material no.: 306547; batch no.: 1075510, 1075605. I am having multiple issues at a lab site in. Like over 20. It¿s an acl lab site. At first they only reported issues with lot #1075510, and they did send samples back. We are waiting on qa testing. Then we pulled that lot number at the site. About 622 each. However, today I received a report that now lot #1075605 they are having issues with. 3 so far. I even went to the site to hear what is happening. This only occurs with ports, not piccs. This is an oncology clinic lab setting. When staff are attempting to draw blood from a port (bd bard power ports) the practice is to flush 10 cc and then pull back 10 cc as their waste in the syringe. Occasionally what happens is the black plunger becomes unscrewed from the plastic clear rod and they have to screw it back. Some at the site claim the black plunger and rod detached and pop up of the syringe because they are attempting to get access difficult ports which can sometime create that tension/pressure one staff member said out of habit now before flush and drawing they like to tighten the connection by turning to the right in avoid of avoiding the black plunger and rod from being detached after they complete the draw they flush with 20 ml, and cap with a heparin solution I assume.